Event description:
It was reported that the system intermittently shut down due to a ups failure. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.